Event description:
This spontaneous case was originally reported by a lawyer on behalf of and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) -2011, the patient had essure inserted. On (B)(6) 2021, 3734 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3734 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 810879) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, uterine fibroids, morbid obesity, abortion (2), nulliparous and gravida ii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3734 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (davinci total laparoscopic hysterectomy, lysis of adhesions bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.815 kg/sqm. [Pathology test] on (B)(6) 2021: sectioning through each cornu of the uterus reveals synthetic coils.sectioning of the proximal ends of the tubes reveals additional synthetic coils. The tubes are otherwise slightly hemorrhagic and dark. Specimens: uterus, uterus, cervix, and bilateral fallopian tubes (essure). [Ultrasound scan] on (B)(6) 2021: 5 cm uterine fibroid quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 810879) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, uterine fibroids, morbid obesity, abortion (2), nulliparous and gravida ii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3734 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (davinci total laparoscopic hysterectomy, lysis of adhesions bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.815 kg/sqm. [Pathology test] on (B)(6) 2021: sectioning through each cornu of the uterus reveals synthetic coils.sectioning of the proximal ends of the tubes reveals additional synthetic coils. The tubes are otherwise slightly hemorrhagic and dark. Specimens: uterus, uterus, cervix, and bilateral fallopian tubes (essure). [Ultrasound scan] on (B)(6) 2021: 5 cm uterine fibroid. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received : reporter, lab data, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.